Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camra head experienced an intermittent image issue during an unspecified procedure. There were no reports of patient involment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs, and no image is displayed and poor watertightness of cable unit where water tightness is lost. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was twisted, noise occurs, and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.